Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A laboratory technician verified the device could not be communicated with using radio frequency(rf).the device was put through the returned products test which involves a series of automated diagnostic testing that verifies the performance of pacing, sensing, and recording functions of the device. This testing revealed a high current draw. The clinical observations were confirmed to be the result of rf errors and high resistance connections in the device module that were due to an open circuit.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this device could not be interrogated with the use of radio frequency (rf) despite the use of multiple programmers, rooms and outlets. This device was not being utilized for a patient.